Manufacturer narrative:
H4: the lot was manufactured from july 21, 2023 to july 24, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph showed the device contained inside a yellow bag with white drug residue inside the bag which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined as no further evaluation could be performed due to the nature of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. This issue was identified before patient use. The device was filled with fluorouracil in 0.9 % sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.